Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their battery went from eighteen months to seven since they had their last check up. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.